Event description:
Healthcare professional reported right side "non healing wound," "bubble in silicone," and "possible rupture." Device has been explanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of delayed healing is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture, and delayed healing.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture : not observed in the device. Delayed healing : unable to observe since it is a medical event and is not related to the device. Bubbles: not observed in the device. Additional observations: crease flat observed on the device. No further actions are required as the device was implanted.

Event description:
Healthcare professional reported right side "non healing wound," "bubble in silicone," and "possible rupture." Device has been explanted.